Event description:
It was reported via medwatch report that approx six cordis swan combinations in the past month have had bleeding back into the swan. Prediction is that the valve connection is not effective between cordis and swan. Anesthesia notified and troubleshooting at bedside for this pt. Follow up info received on (B)(6) 2012, from risk management states other catheters were used successfully to these pts. There were no delays in treatment, no pt deaths, and no complications were reported. See MDR #s 1036844-2012-00183, 00185, 00186, 00187, 00188 for the add'l 5 reports.

Manufacturer narrative:
MFR control no. (B)(4). Sample will not be returned.